Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The light-emitting diode (led) panel does not work correctly and will need to be replaced. The lde panel is not visibly damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty front panel. However, the specific root cause of the faulty front panel could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit few segments of the display were defective. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.